Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (4.0mg/ml concentration at 2.7967mg/day dose) via an implantable pump. The indications for use were unknown. It was reported that there was a discrepancy with volume at the refill. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the volume discrepancy. The hcp noticed a discrepancy of 8-10ml in the reservoir at the patient's refill. The cap was aspirated and a dye study was performed. The cap was able to be aspirated and dye was showing in the intrathecal space of the spine. It was noted that the hcp had no further information for the manufacturer. The patient's weight and medical history were asked but unknown. The patient status was alive with no injury. The issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.